Manufacturer narrative:
Qn# (B)(4). Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that "after normal catheterization, the machine was inflated. During the process of counterpulsation, there was an air leak and an alarm was triggered. After removal, it was found that the balloon had ruptured and bled". A 2nd iab was inserted at the same insertion site. No patient harm or injury. The patient status is reported as "fine".

Manufacturer narrative:
(B)(4). The reported complaint of iab leak suspected was confirmed upon investigation of the returned sample. The customer returned a 40cc 7.5fr ultraflex intra-aortic balloon catheter (iabc) with the original packaging box that matches the serial number on the returned sample (inp-2, inp-3) for investigation. The sample was returned in a cardboard box and was loosely packed within the original packaging carton (inp-1, inp-5). Upon return, the one-way valve was tethered to the short driveline tubing (inp-7). The bladder was fully unwrapped (inp-8). The iabc central lumen within the flex-tip assembly area was noted damaged; the wire round was unravelled, and the polyimide (part of the flex tip assembly) was noted no longer attached and separated from the inner cannula (iabc central lumen) at approximately 5.8cm from the iabc distal tip (inp-9, inp-10). A bend was noted to the iabc at approximately 33cm from the iabc distal tip. Dried blood was noted on the exterior surfaces of the returned sample. Some dried blood was noted within the bladder/helium pathway. No sheath was returned with the iabc. The bladder thickness was measured at six points with measurements ranging from 0.0065in-0.0070in and was within specification of process document. The one-way valve was functionally tested and passed. A vacuum was pulled on the one-way valve, and it held for at least 1 minute and then 30 seconds five separate times according to quality system document. An attempt to aspirate and flush the iabc central lumen using a 60cc lab-inventory syringe was unable to be successfully completed. Upon aspiration, water was unable to be consistently pulled into the syringe. The attempt to flush resulted in bladder inflation. The results are consistent with the previously noted damaged/separated central lumen (inp-9, inp-10). The iabc was leak tested in accordance with testing methods from manufacturing procedure. Numerous leaks were detected. The iabc was noted leaking from the distal tip and luer end, which is consistent with the previously noted damaged/separated central lumen at the flex tip assembly (anp-1, anp-2). There were also multiple leaks from the bladder membrane, all noted within a similar location (anp-3). Under microscopic inspection, four leak sites were confirmed on the iabc bladder and they are consistent with contact from a sharp object (anp-4 through anp-9); the leak sites were noted at approximately 10.2cm from the iabc distal tip. No other leaks were detected. A lab inventory 0.025in guidewire was back loaded through the iabc distal tip. The guidewire exited the central lumen and entered the bladder at the location of the flex-tip assembly separation. No blood or debris was noted. The guidewire was front loaded through the iabc luer. Resistance was noted at approximately 48.7cm from the iabc luer, which is the location of the previously noted bend. The guidewire was able to advance. The guidewire then exited the central lumen and entered the bladder at the location of the inner cannula separation. Some blood was noted. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the blood in the helium pathway. The root cause of how the blood entered the helium pathway was undetermined. No further action required at this time. Teleflex will continue to monitor and trend on complaints of this nature.

Event description:
It was reported that "after normal catheterization, the machine was inflated. During the process of counterpulsation, there was an air leak and an alarm was triggered. After removal, it was found that the balloon had ruptured and bled". A 2nd iab was inserted at the same insertion site. No patient harm or injury. The patient status is reported as "fine".

Event description:
It was reported that "after normal catheterization, the machine was inflated. During the process of counterpulsation, there was an air leak and an alarm was triggered. After removal, it was found that the balloon had ruptured and bled". A 2nd iab was inserted at the same insertion site. No patient harm or injury. The patient status is reported as "fine".

Manufacturer narrative:
Qn# (B)(4). In section d provided the full UDI # **UDI related data quality updates only** other remarks: n/a, corrected data: n/a.